Event description:
Customer reported that they received their freestyle meter in the wrong unit of measure setting - mg/dl.

Manufacturer narrative:
The product has been requested back for investigation. A final report will be submitted when the investigation is completed. Customers and retailers have been informed through the adc fa 16 may, 2006 letter.